Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing an elevated blood glucose (bg) level above 600 (mg/dl). Reportedly, the customer attributed their elevated bg levels to an infection. While hospitalized, the customer was treated with intravenous insulin and fluids then released (B)(6) 2016.